Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an issue with the insulin pump. When they took out the battery and reinserted it, the time on the insulin pump was wrong. When they tried to change the time it was grayed out. The customer was having trouble reading the alarms and other items on the insulin pump. The customer¿s blood glucose level was around 300 mg/dl. They were advised to change the battery. The customer hung up the call. The device will not be returned for analysis.